Event description:
It was reported that pump displayed malfunction alarm malf 24 with fault ID 0x2219 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for placing pump into storage mode and returning it within 10 days using provided materials, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.